Event description:
Upon investigation, this complaint was flagged for a processor hardware failure (flow core) issue. To confirm the failure, log files were pulled form the pump so that they could be examined. Investigation of the log files were able to confirm that the pump did experience a processor hardware failure. The main pcba will be replaced, and all functional testing will be performed to ensure functionality of the pump.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: attached is logs from pumps that needs to be evaluated. No pt harm or stoppage of infusion. Delay in reporting due to unexpected pto of support staff member. A preliminary review of the logs identified the following issue: processor hardware failure (flow core) an active infusion did not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.